Manufacturer narrative:
The lot was manufactured from july 09, 2019 - july 11, 2019. The device was received for evaluation. Visual inspection revealed that the blue winged luer cap was detached from the flow restrictor. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned large volume infusor, the blue winged luer cap was observed to be detached from the flow restrictor. There was no patient involvement. No additional information is available.